Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that after a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was fused/melted at the front of the shaft at the cable pulley. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 21-dec-2022 and obtained the following additional information: it was noticed in central processing, when packing the da vinci trays, that something had melted on the cable at the front of the arm. The operation was without complications and the patient was doing well.